Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose over 400 mg/dl. Customer complained about having trouble with her sensors. She feels she might be allergic to the adhesive on the sensor because every time she puts one she gets itchy, she changed it and it is still itchy. Customer declined to troubleshoot for high blood glucose. Customer had not checked her blood glucose for a couple of hours but it has been high all day. Customer stated the site does not show signs of infection and there is no blood at the site. Nothing further reported.